Event description:
The reporter called lfs on behalf of the patient alleging that the one touch ultra was not powering on with the strip insertion. There was no reading obtained on the reported meter. The meter will power on by pushing the m button. The reporter did not report that patient had any high or low blood sugar symptoms at the time of the occurrence. The patient went to the hospital to have the meter checked and did not receive any treatment. The customer service representative performed troubleshooting and concluded the test strip port was damaged. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the patient, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The patient's meter was replaced.